Event description:
It was reported that the patient underwent a spinal procedure to implant two interbody cages at l3-l5. It was found that one of the peek cages migrated approximately a month post op. Reportedly the patient was asymptomatic. The revision surgery is not scheduled at this time.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.